Manufacturer narrative:
G4:20jan2021. B4:24jan2021. User interface front bezel assembly was returned for evaluation. Visual inspection of the ui front bezel assembly ( check mark) revealed no evidence of damage or contamination as received. A failure investigation (fi) technician installed the ui front bezel assembly with the new navigation(nav) ring production process installed in the fi test interlink electronics rotary membrane potentiometer pre-load tester to verify and test its functionality. The returned ui front bezel was tested and the nav-ring potentiometer pre-load test failed. Contamination buildups were found on the rotary adjustment assembly (nav ring) matrix that causes the nav ring not functioning. The customer complaint was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 28oct2020 b4: (B)(6) 2020 a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance. The fse replaced the bezel assembly to resolve the issue. The device passed all testing and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08oct2020.

Event description:
It was reported to philips that the nav-ring on the device was not moving. The device was not in use at the time of the event. There was no report of patient or user harm. A philips field service engineer (fse) be dispatched to the customer site to provide additional assistance.